Manufacturer narrative:
One cac adapter was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed through log file analysis since cac adapters do not generate data logs. Analysis of the device could not be performed since the device was not returned for evaluation. The reported event could not be duplicated at the bench level since the unit was not returned for analysis. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that the patient heard intermittent beeps similar to those heard when reconnecting to the con troller. The patient identified their ac adapter as the issue and removed it from service. The issue was resolved after the patient stopped using the ac adapter. The device was disposed. There were no patient consequences associated with the event.